Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received with a tip protector in a bag. The sample was visually inspected and found to be nonconforming with the front and rear housing separated, presence of adhesive observed on the engine components. No functional testing could be performed due to components detachment. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at several locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the reported cut failure, the evaluation does confirm the probe had engine components detachment, which can be perceived the cutter was split into two. The root cause for the components detachment is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage will damage the probe. The reported cut failure was unable to be confirmed, and it appears that the observed components detachment was due to excessive use of the probe by the user. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutting failure of the probe occurred and the cutter was split into two during surgery. The surgery was completed after replacing the probe with another one. The procedure type was unknown. The condition of aspiration and actuation was unknown. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).